Event description:
The user is reporting that during a patient use event, the pads were unusable. Another set of pads was retrieved. There was no negative patient impact.

Manufacturer narrative:
(B)(4). The pads in question were not returned for investigation rendering investigation impossible. There was no fault found with the device.

Event description:
The user is reporting that during a patient use event, the pads were unusable. Another set of pads was retrieved. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.